Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation. Additionally, no details regarding the cement used or the cement technique were provided and their contributions to the reported event cannot be determined. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant medical products: truliant tib imp psc insert sz 2.5, 9mm (cat# 02-022-44-2509 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2 yrs postop the initial tka, this (B)(6) y/o female patient was revised for a loose left femoral component. The femur and poly were removed at time of surgery. The femoral component had no cement bonding. Surgeon determined there was no infection at time of surgery and declared it aseptic loosening. Surgeon removed a 2.5 truliant femur, and implanted a 2 cc with short stem, and 2.5 ps insert. Patient was last known to be in stable condition following the event. The device is not available for evaluation.